Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed but that a defective cable was found, which caused the camera head to drown. Water then got on the contacts of the charge-coupled device, causing the camera to stop working. An additional issue of water tightness was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high definition autoclavable camera head did not display an image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And correction to h-10 of the initial medwatch. The event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to failure of the charged coupler device (ccd). It is likely that the failure of ccd was caused by water immersion from the crack of the camera head part and water tightness failure. Olympus will continue to monitor field performance for this device.